Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The deployer was mynx certified. The mynx vcd was stored and prepared according to the instructions for use (IFU). Device or package damage was not noted prior to use. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open. The syringe was not returned for this evaluation. The catheter sheath introducer (csi) was also not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. No additional anomalies were observed during this visual analysis. Per functional analysis, an attempt to perform the inflation and deflation test was conducted. However, during the attempt, a tear was observed on the balloon, which impeded proper inflation and deflation. A high-magnification microscopic evaluation was performed to assess the balloon area. During this analysis, the presence of a longitudinal tear on the balloon was confirmed. Additionally, the balloon surface was examined for any other types of anomalies or irregularities, and none were identified during this evaluation. The reported event of ¿balloon-balloon loss of pressure at prep¿ was observed through analysis of the returned device as a tear was found on the balloon. However, the exact cause of the longitudinal tear condition found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, even though it was reported that the device was prepped per the IFU. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The deployer was mynx certified. The mynx vcd was stored and prepared according to IFU instructions. Device or package damage was not noted prior to use. The device is being returned for evaluation.